Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a painful hip. Update nov 14, 2017: pfs and medical records received. Litigation alleges right hip pain, popping in the right hip, discomfort and instability when walking. After review of medical records for MDR reportability it was reported that the patient was revised to address multiple dislocation. Revision note states, the trunnion was clean and intact with minimal corrosion on the trunnion. It also showed that the stem was in about 15 degrees of anteversion. Added unknown stem for the corrosion and complainant information. This complaint was updated on nov 29, 2017. Update nov 30, 2017: pfs and medical records received. There is no new information added. This complaint was updated on: dec 12, 2017.

Event description:
Ppf, pfs and medical records received. Ppf and pfs alleges pain, discomfort,instability when walking, popping in the right hip and multiple right hip dislocation. After review of medical records for MDR reportability, the patient was revised to address dislocation of hip joint prosthesis. Revision notes reported minimal corrosion on the trunnion and the stem showed about 15 degrees of anteversion. Clinic visit stated that the patient had fall, pain, swelling, bruising, hematoma and hip injury.